Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the system 2600 would not fluoro when commanded by the footswitch. System had to be reinitialized in order for the procedure to be completed creating delay in patient care. There was no adverse patient involvement reported. There was no patient information reported. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.